Manufacturer narrative:
Medtronic rep tested system and probe that was inaccurate, the touch n go probe performed as intended. Medtronic rep reviewed with surgeon how to register with touch n go. Software investigation completed, determined the software was behaving as designed.

Event description:
Site called to report a half-inch inaccuracy after surgeon registered with the touch n go probe. Surgeon re-registered the pt with pointmerge and achieved accuracy. The case continued with navigation after a successful pointmerge registration with no impact to the pt.